Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.0 cm with the helix retracted and clogged with blood/tissue. Visual inspection of the lead found clavicle crush damaging the outer insulation and flattened outer coil. Final analysis found that the insulation was crushed at 17.5 cm from the connector pin.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-09640. It was reported that the patient experienced shortness of breath and presented in the hospital. Upon interrogation, it was discovered both the atrial and right ventricular leads exhibited high thresholds, loss of sensing, and low pacing impedance. A chest x-ray showed kinks in the leads near the clavicle, which was likely due to clavicular crush. The leads were explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the leads exhibited loss of capture.